Event description:
Further follow up identified the issue of inflammation (redness), pain and burning sensation resolved through surgical intervention.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced pain and burning sensation at the ipg site regardless of stimulation. It was also reported the issue increased while charging the ipg. The ipg appeared to be superficial and migrated in the pocket. Redness was observed around the ipg site. Subsequently, the ipg was explanted and replaced on (B)(6) 2016 with another model. During the surgery fluid was observed in the ipg pocket. However, cultures obtained resulted negative for infection.